Event description:
The procedure was completed successfully.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event year reported as 2018; exact date of event is unknown. 510k: this report is for one (1) unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had a correction of an osteotomy with a tomofix medial distal femur plate and screws on (B)(6) 2018. X-ray taken on (B)(6) 2018, during an early follow-up, revealed that one of the screws has dislocated. Thus, a revision surgery was performed on (B)(6) 2018 in which the loosened screw was fixed again through a minimal invasive procedure. Patient and procedure outcome were unknown. Concomitant medical products reported: tomofix medial distal femur plate (part# 440.885s, lot# l004705, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).